Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented with complete heart block and was in the hospital with syncopal symptoms. A lead safety switch had occurred on the right ventricular (rv) lead. Rv pacing impedance measurements had increased by approximately 100 ohms every two weeks, since the recent device implant, eventually measuring greater than 2,500 ohms. Additionally, the device was in retry at 5.0 v, indicating loss of capture (loc). A chest xray was performed, however, no issues were observed. Technical services discussed testing recommendations. An invasive lead revision procedure was performed and this rv lead was surgically abandoned and replaced without complication. The lead was noted to be fractured. No adverse patient effects were reported during the procedure.